Event description:
The absorbent-gel disposable urinary bag, on two occasions, has leaked what appeared to be urine through the anti-reflux valve. These bags were filled to 2000 cc mark and replaced. The problem occurred with disposal of the bags. On the first occasion, urine leaked onto the trash handler. The second, rptr gloved and observed, when the bag was placed upside down, a steady drip of urine coming from the anti-reflux valve.